Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced chest pain while laying down. This right ventricular (rv) lead tripped the lead safety switch (lss) due to low impedance measurements. Intermittent loss of capture, noise and high threshold measurements were noted. Insulation degradation and a probable fracture were identified. As a result, this lead was surgically abandoned. No adverse patient effects were reported.